Event description:
It was reported that 9 bd posiflush¿ sp syringes were leaking in the packaging. The following information was provided by the initial reporter: "during redressing activity found 9 units... Wet."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 bd posiflush¿ sp syringes were leaking in the packaging. The following information was provided by the initial reporter: "during redressing activity found 9 units... Wet".

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 306574 and lot number 2152611. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five (5) picture samples were provided for evaluation by our quality engineer team. Through examination of the picture samples, several shelf cartons were observed with stains and a shelf carton was observed with a hole. As the syringes were not pictured, we were unable to confirm if the staining was due to water or internal syringe leakage. According to the customer, the case cartons were in good condition, so it could be that the water was coming from leakage or breakage of the syringes. If the physical samples or additional pictures of the syringes were available, this would help to confirm the cause. Holes in shelf cartons may result if the secondary packaging station arms are not well adjusted. The arms may apply too much pressure when placing the syringes in the shelf cartons, so that the syringe breaks the carton. This issue usually affects the bottom of the shelf cartons. The manufacturing plant has launched a project to change the shelf carton material for another more robust material with better conforming performance at the packaging station, that could help in preventing similar defects from occurring.